Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00977 for the first device.

Event description:
The following information was reported: attempted to deploy two mx6721's following bilateral groin access procedure, one on each side. First balloon lost pressure between tip of sheath and arteriotomy. Used a second mx6721 on this access site successfully. The other balloon ruptured on the other side at the arteriotomy and the sheath was pulled out from the patient. Converted to manual compression for approximately 15 minutes on this site with no further complications. The patient was not hospitalized.